Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for a right ventricular lead revision procedure due lead dislodgment after fluoroscopy image was consistent with twiddling. Upon the explant of the lead, insulation breach was observed. Also, some visual pacing coil abnormality was noted approximately half way down the lead. A new lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.